Manufacturer narrative:
Na

Event description:
It was reported via a letter, on (B)(6) 2006, I broke my upper leg in (B)(6). A pin was implanted. After three years, the pin broke. The pin was removed last week. I have retained the pin. My leg is not fully cured.